Manufacturer narrative:
Device evaluated by manufacturer. Analysis consisted of visual examination showed no damage on the catheter shaft. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of 3 minutes in the blades up and down modes. No errors were noticed on the console. The dripping that was noticed is consistent with the design of the device. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the blades stopped spinning. A jetstream xc cathether, 2.4mm was selected for a right lower extremity (rle) angiogram procedure. The device was advanced slowly through the first treatment of the vessel (about 40 mm), and during the second pass through, the blades stopped spinning and the rex function was not working. The catheter was removed, and the procedure was completed via balloon and stent placement. No patient complications were reported and there was no harm to the patient.

Event description:
It was reported that the blades stopped spinning. A jetstream xc catheter, 2.4mm was selected for a right lower extremity (rle) angiogram procedure. The device was advanced slowly through the first treatment of the vessel (about 40 mm), and during the second pass through, the blades stopped spinning and the rex function was not working. The catheter was removed, and the procedure was completed via balloon and stent placement. No patient complications were reported and there was no harm to the patient.